Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Primary procedure: right mako total knee. It was reported that the clip pin for the mics handpiece fell off into the patient intraoperatively. Pin was removed from the patient and confirmed via visual inspection with a surgical delay of approximately 20 seconds reported. This was not a first time use of the device. The reported device is available for return, but neither the hospital nor surgeon will release any further information.

Event description:
Primary procedure, right mako total knee. It was reported that the clip pin for the mics handpiece fell off into the patient intra-operatively. Pin was removed from the patient and confirmed via visual inspection with a surgical delay of approximately 20 seconds reported. This was not a first time use of the device. The reported device is available for return, but neither the hospital nor surgeon will release any further information.

Manufacturer narrative:
Reported event: it was reported that it was reported that the clip pin for the mics handpiece fell off into the patient intra-operatively. Pin was removed from the patient and confirmed via visual inspection with a surgical delay of approximately 20 seconds reported. Product evaluation and results: as per work order (B)(4) and case number (B)(4) the alleged failure mode was confirmed. 1. Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor)". Rtv reason: broken pivot handle. Product history review: device history records indicate (B)(4) devices were manufactured under lot k08dh and all (B)(4) devices were accepted into final stock on 10/27/2016. No non- conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k08dh shows 02 additional complaint(s) related to the failure in this investigation. Complaint: (B)(4). Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event.